Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence and the device was no longer working. The aus was explanted and replaced. There were no additional patient complications reported.